Event description:
It was reported that patient presented in ER after receiving high voltage therapies due to double counting. Review of stored egms revealed that the lead appeared to have dislodged into the atrium resulting in a diagnosis of vf. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.